Manufacturer narrative:
(B)(4). The complaint device was received for evaluation. Evaluation of the returned device revealed a kink in the telescope assembly at 71.4cm from femoral marker to the proximal end. The telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter measured was within specification. Fluid was leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. No image appeared in the system due to electrical open at distal. Electrical failure was a result of a positive lead disconnect from the face of the transducer. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 30sept2014. It was reported that a lost image occurred. During the percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used in order to visualize the unknown target lesion, however, lost image occurred. The procedure was then completed with another of the same device. No patient complications were reported and patient's status is good. However, after device analysis, it was revealed that an open hole was observed at the sheath lap joint section of the device.